Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1 initial reporter phone number: (B)(6). H6: part number: 04.647.836 lot number: 93p9200 manufacturing site: mezzovico release to warehouse date: 05 mar 2021 a manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on february 3, 2024, after drilling the screw into the screw hole of the cage, the screw could not be backed out again for angle correction because the plate on the cage was stuck. It will not unlock. There was no surgical delay. The procedure was completed successfully. The patient was in stable condition. This report involves one (1) 3.7mm ti cervical spine screw slf-drlg/variable angle 16mm. This is report 2 of 2 for (B)(4).